Manufacturer narrative:
The tech did not find a cause for the brake caster not holding. The tech replaced the brake caster assembly to resolve the issue based on this info, no further action is required.

Event description:
The tech reported the brake was not holding. No pt injury reported.